Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned. However, performance data collected from the device was received, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the device may have been contributing to noise manifesting as af (atrial fibrillation). Per the physician, before the case patient did go intermittently into af in certain positions, also when pocket was manipulated a certain way, thus the issue appeared to be reproducible. Additionally, the physician made the determination to change the device after troubleshooting at the beginning of the case, as when manipulating the device header while it was out of the pocket intermittent noise appeared. And it was noted that the patient also intermittently went into af. Therefore, the physician decided that the existing can header of the device may have contributed to the noise manifesting as af and therefore no lead revision was necessary. The device was explanted and upgraded. No patient complications have been reported as a result of this event.